Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2, pockets in row b failed to open or release. A field service engineer (fse) shut down the station, removed all pockets, and cleaned foil and debris from the row b tray. The pockets were then reinserted individually into drawer 3.2, and all were successfully recognized. The station was rebooted, and the customer was able to recover the failed pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed, required maintenance and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.